Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Photo investigation summary this is an analysis of a photo sent to ethicon for evaluation. During the visual analysis it was observed the following: the photos show a product package apparently closed with product code pmm3 the batch number does not belong to the product code, indicating the forgery or possible repacking of the product. Based on the investigation performed, it was determined that the product is counterfeit, diversion was confirmed. Ethicon products were not distributed by authorized affiliates. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring of complaint information for potential safety signals will be conducted through complaint trends as part of post-market surveillance. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available.

Event description:
As part of our proactive measures to identify suspected products n pakistan, a market survey in 4 cities across the country has been conducted and purchased samples from suspected sellers. We have run a traceability report on all lot numbers and product codes, any lot not sold to our authorized distributor in pakistan is shared with you to be raised as a pc. None of the sample products were used on patients nor found in hospitals as they were purchased from the sellers directly. Based on the investigation performed, it was determined that the product is counterfeit, diversion was confirmed. Ethicon products were not distributed by authorized affiliates.